Manufacturer narrative:
Received one (1) 19cm probe for evaluation. As received, the ceramic tip was detached. The customer's reported complaint description of tip fractured and detached was confirmed. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. Approximately 4 mm of ceramic tip remains attached to portion of semi rigid protruding for the shaft. There were no signs of obvious external physical forces or signs of abnormal use. The cause of this type of thermal event could not be definitively determined. Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware case/service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this probe event. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4). Corrections to match gudid: d1: brand name, d4: model number; UDI.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4) .

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. The probe was placed inside the liver, approximately 5cm into the liver, without any troubles. After three minutes of ablation session, a spontaneous fragmentation of the tip was observed (two pieces, about 4mm each). The session was aborted and the probe was removed. The procedure was completed with another applicator.